Event description:
It was reported that "tips of draw rods broke off."

Manufacturer narrative:
Method: complaint history analysis, mfg record rev., risk assessment and visual inspection. Results: complaint history analysis. Twenty six complaints related to tip breakage. Mfg record review. No discrepancies found that could be related to this issue. Visual inspection. Confirmed broken, tip of instrument was not returned. Risk assessment. No adverse consequences to the patient. There are other instruments in the kit that can be used to extract screws and the shaft is made from a biocompatible stainless steel to mitigate risks of tips remaining in the wound. Conclusion: (B)(4), effective april 2010. Most probable cause of an inner shaft tip breakage is the instrument not being used properly. It is noted in the surgical technique that while the screw extractor is attached to the screw, pivoting or angulation of the instrument should be avoided, as it can cause bending or breakage of the inner shaft.